Event description:
On (B)(6) 2013, the lay-user/patient claimed her blood glucose was elevated over 500 mg/dl for the past few days while she managed her diabetes with the insulin pump. The patient felt that the subject pump is not delivering properly. When the patient performed an air bolus, she noticed the drops coming out very slowly. At other times, she did not see any drops come out. At the time of concern, the patient had a headache and weakness. Prior to the call to animas, the patient went off of insulin pump therapy and take insulin via syringe. Her blood glucose was lowered to 487 mg/dl. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. There was no recent change in the basal setting. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The total daily doses add up correctly. There were no associated alarms. The last bolus dose was completed accordingly. The subject pump was not in suspension mode. This complaint is being reported because the patient had elevated blood glucose readings over 500 mg/dl while on insulin pump therapy. The patient felt the insulin pump is not delivering correctly since her high blood glucose is not responding to insulin pump treatment. The animas pump was replaced and requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.